Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tir20 clips would not deliver (used with a tim20). Another device was used to complete the case. There was no consequence to the pt.